Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as hospital policy. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt was a chronic dislocator, multiple revisions and reductions so the implants were removed."